Event description:
Customer reported that his spouse was feeling ill and the cue test was positive with lot number 16639f. Partner took test which was negative. Spouse retested twice and both results were negative. The next morning both tested again and came back negative. Both also got rt-pcr tests which came back negative.

Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.